Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. When loading the 3.50x12 mm taxus express2 drug eluting stent on the wire, the shaft broke or gave way. This device was not used. The procedure was completed with another taxus express2 drug eluting. The stent did not come in contact with the patient. No patient complications were reported.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.